Event description:
A facility reported that during a brain tumor procedure the cusa excel w/ console 220v ac with footswitch (cusaexcel9) malfunctioned. It stopped suction and the ultrasonic intermittently stopped working. A substitute cusa excel was used to complete the procedure. There was increased surgery time over 30 minutes due to troubleshooting and locating other specialties (liver) cusa machine. There was no adverse patient consequence.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10 the cusa excel w/ console 220v ac with footswitch (cusaexcel9) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. Reported failure "stopped suction and ultrasonic during surgery" was unconfirmed. Repairs could not replicate these problems. Advised customer there may have been a blockage in the tubing/tip that could have caused this. Device tested and all electrical safety tests were passed. Root cause - root cause was confirmed as no fault found. Device passed all testing and meets specifications. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.